Event description:
It was reported that the patient experienced asystole for fifteen to twenty seconds. The right ventricular (rv) lead was noted to be programmed sub-threshold. Additionally, it was noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of bi-ventricular support during atrial capture management(acm) operation when the device automatically monitors atrial pacing thresholds at periodic intervals. It was also noted that the crt-d device had not completed acm at the time of the the remote transmission so would have tried at 30 min intervals. In addition, the physician also was questioning the left bundle branch lead. The rv lead, crt-d and left bundle branch lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: unknown device implanted: (B)(6) 2018, 2088tc lead implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient remained in the hospital for an additional day for observation. The rv lead was reprogrammed to increase the safety margin and the capture management feature was programmed off. It was noted that the suspected issue with the left bundle branch lead was determined to be due to the rv lead being programmed subthreshold and capture management running.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.